Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. Customer treated their blood glucose with a 10 unit manual injection. The customer's blood glucose was 460 mg/dl at the time of the call. Troubleshooting did not find any air bubbles in the tubing. Customer declined to check their settings during troubleshooting. Troubleshooting was not completed as the customer did not have tubing clamps. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge."